Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. The patient was hospitalized and was treated with vancomycin injection (250mg per bag, intraperitoneal, frequency and duration were not reported, discontinued) and cefazolin injection (125 mg per bag, intraperitoneal, frequency and duration were not reported, discontinued). Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event and was retrained on proper aseptic technique. No additional information is available.